Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 288 mg/dl and 115 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
The manufacturer was unable to test the returned test strips because the customer only returned previously dosed strips. Testing was completed with retention product of same lot and all results were acceptable.